Event description:
The device presented with a message stating that the high voltage lead impedance was less than 15 ohms. The device was unable to deliver a high voltage therapy when a pc shock at 150v was selected. The programmer made audible tones to indicate that the device was charging and there was intermittent telemetry, however, no high voltage output were delivered. The device was explanted immediately and will be returned for analysis.